Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump vancomycin 1.5gm/500ml is taking longer than the programed rate of administration during therapy. The user tested a pump and found that it was administering ~17.5ml/hr less than the stated volume to be infused. This amounts to approximately 9% less than what the pump states it is giving". There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.